Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4046 boston scientific lead, implanted: (B)(6) 2004; 4469 boston scientific lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that multiple episodes were recorded with "noise that is consistent with an electromagnetic source." The patient denied using any devices that may cause noise. No noise was seen when trying isometrics, positional changes, and pocket manipulations. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ten non-sustained episodes with v-v intervals <(><<)>220 ms occurred between (B)(6) 2014.